Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced rapid battery depletion, described as charging to full and then losing power within hours after travel, with no alerts or alarms noted and no visible damage recalled. Symptoms included no adverse clinical effects. Outcomes included replacement of the device while awaiting return of the original unit for analysis. Investigation included customer interview and collection of device history via follow-up communications. Investigation of this device revealed a suspected battery performance issue consistent with premature depletion in the pump assembly after travel and storage while powered off. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with device malfunction related to battery capacity or power management.